Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The pins are broken off and the investigation of the complained bending irons showed that for both devices the positioning pin is broken off due to mechanical overloading. The fracture face is homogenous, which indicates material conformity. We assume that the plate was not inserted and positioned correctly in the bending irons, which would also explain the dents on the surface next to the broken pin. Therefore, the applied mechanical force resulted in the breakage of the pin. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. This particular lot with 237 pieces was produced in the year 2001, and no other complaints were received since then. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We can assume that the complaint condition is due to mechanical overloading applied to the device which caused the breakage and the device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the locking screws were blocked. No further information was provided. This is report 1 of 2 for complaint (B)(4).